Event description:
It was reported that the ventilator failed pre-use check and was unable to ventilate. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our fse (field service engineer) was on site and replaced the control printed circuit board. The ventilator passed all the safety and functional tests and returned to clinical use. Logs were not provided and replaced printed circuit was kept by the customer, therefore further investigation was not possible. Due to lack of information, the root cause of the reported event could not be found.

Event description:
Manufacturer ref.#: (B)(4).